Event description:
It was reported that the patient developed an infection of the leads and pocket erosion. The leads were removed and replaced at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned to the manufacturer and analyzed. No anomalies were found. There was blood in/on the helix/lobe mechanism, including the sleeve head. (B)(4) - the full lead was returned to the manufacturer and analyzed. No anomalies were found. All conductors had blood/body fluid (not obstructed).